Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump alarmed motor error. The customer¿s blood glucose level was 11 mmol/l at the time of the incident. The customer stated that the drive support cap was normal. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer stated that the insulin pump was not exposed to high magnetic fields. Insulin pump alarm contains neither an e70 alarm nor more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.